Event description:
Information was received from a consumer via manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported a tingling sensation that lasted over the weekend post recharging. The caller indicated that the patient is not sure if it went away or they just got used to it, but they felt it again on sunday. The therapy was off and the patient felt the tingling again on (B)(6) 2017. The pocket site looks good. The rep took impedances and 2<(>&<)>3 are 91 ohms, and the patient isn't programmed on any of those. The patient stated that they are getting good pain relief from the therapy. The patient also reported that there was a pain after using the ins that was superior to the ins and wrapped around the ribs. The patient is to work with the healthcare provider (hcp) on pocket pain issue and a fluid short was discussed and how they are typically present.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that they saw the patient today. The patient describing having the sensation as a ¿jolting¿ and that it occurred 2-3 times per week with no correlation to whether the stimulation was on or off. It was reported that the stimulation worked appropriately in the area of the patient that the ins was implanted for. The patient had not noticed a change since being put on neproxin. The physician started a steroid dose pack to see if that would help the patient¿s pain/soreness in the area but they were not sure what was going on. It was also mention that the site was more irritable when the patient charged. The representative noted that the impedances were still within normal limits.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the steroid dose helped with the pain and soreness the patient was having. It was noted that no further troubleshooting was done and the cause of the jolting was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.